Event description:
In 2002 at 630am, pts blood glucose (bg) was taken. Bg was 137 mg/dl. Pt was given 24 units of humulin n insulin. Breakfast was delivered at 700 am. After breakfast, nurse entered room and found pt not breathing. Nurse called ambulance and started to bag the pt. Bg was taken at 715 am and was 102 mg/dl. Pt was admitted to the hosp at approx. 745 am with a bg of 31 mg/dl. Pt is insulin dependent with a long history of medical problems: pulmonary, gastric, alzheimer's, etc. Control solutions are run on the blood glucose meters daily. The lot number of test strips and control solutions are not available.